Event description:
The account reported the intraocular lens was removed and replaced to perform an anterior vitrectomy. In follow-up with the account it was confirmed the lens was not the cause of this event. The incision was not enlarged and there were no patient issues.

Manufacturer narrative:
The lens has not been received for analysis. The device met all manufacturing specifications prior to release. Information received from the surgery center suggests this event was not caused by the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Device not received.

Manufacturer narrative:
Intraocular lens (iol) received for inspection. Lens has one distorted haptic and there was evidence of ophthalmic viscosurgical device (ovd) observed on the lens. The condition in which the lens was received indicates that lens was handled and prepared for use. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Received corrected information that the date of event is (B)(6) 2011. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.